Manufacturer narrative:
Investigation determined that the machining die detail was damaged. The die was repaired to correct.

Manufacturer narrative:
User reported a CT-99 pad leaked on a patient's surgical site. Csz opened complaint (B)(4).

Event description:
Customer stated a CT-99 pad leaked on a patient's surgical site.